Manufacturer narrative:
(B)(6). Device is combination product. (B)(4). Synergy ous mr 4.0 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent moved distally on balloon for 5mm. Crimp markings were evident on the exposed proximal portion of the balloon wall indicating wall overall crimp contact between the coated stent and balloon. The od (outer diameter) of undamaged stent was within specification. The distal struts were lifted, distorted, misaligned and pulled distally over distal markerband. It is likely the crimped stent may have encountered resistance and subsequent damage during withdrawal attempts through the calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to (B)(6) pressure. A visual and tactile examination found hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion as located in the mid left circumflex artery. Predilation was performed with a balloon. A 4.00mx20mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage and stent moved on balloon.